Manufacturer narrative:
Migration event cannot be confirmed through product analysis. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-03327. Reference MFR report: 1627487-2011-02899. The pt rec'd a scs sys on (B)(6) 2011. It was reported that the pt's leads migrated and replaced. Her ipg had migrated over a spinous process due to a fall. The doctor repositioned the ipg. No further info is available at this time.